Event description:
During index procedure, the patient had one endeavor rx drug eluting stent implanted to the lad. Approximately 50 months post index procedure, the patient suffered a stroke. The patient was treated with replacement of fluids and heparin. The patient is reported to have recovered. Investigator has indicated that the reported event is not related to the study device.

Manufacturer narrative:
(B)(4).: evaluation: results: inherent risk of procedure (cva/stroke). Date of event is month/year valid only.